Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified a break and a leak. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80144 pta balloon dilatation catheter allegedly experienced a break and a leak. This information was received from one source. The malfunction involved one patient with no consequence to the patient. The patient was reportedly a (B)(6) year old male weighing (B)(6) pounds.